Event description:
A 1,000 gram neonate was getting lipids infused at 8ml/24 hour period. The nuse took the IV tubing out of the medsystem iii pump, but did not disconnect it from the baby. Somehow the clamp got moved and became unclamped. The baby received approximately 40-75ml of lipids. Thebaby needed to be transfused. The baby also became acidotic and ventilation needed to go up. They don't expect the baby to survive. The baby was very sick to begin with and the clinical educator said that he suffered complications because of this overinfusion, but this will not be the cause of his passing. The set was not saved. The event was caused by user error. The bnurse left the set connected to the patient and did not use the roller clamp, only the cassette clamp that automatically closes when taken out of the pump. The sets have a warning on the label stating: "to prevent free flow, close roller clamp and pull cassette slide clamp out completely to occlude tubing while removing cassette from instrument."